Event description:
The pencil was arcing inside and melted the plastic pencil body. No injury occurred.

Manufacturer narrative:
The returned pencil was split open to determine the cause of the melted pencil body. The blade electrode was not inserted far enough into the pencil body to allow contact with the pencil's internal collet. Any blade inserted into a electrosurgical pencil must be pushed in far enough to allow rf current to easily pass from the pencil to the shaft of the blade. Not doing this causes a gap rf current must jump across which creates intense heat. The heat can be hot enough to melt the pencil's body.